Event description:
It was reported that a shaft break occurred. The 80% stenosed target lesion was located in the calcified and moderately tortuous proximal ramus interventricularis anterior (riva). A 3.00 mm x 15 mm maverick 2 balloon was used to dilate the lesion. The maverick 2 was withdrawn into the guide catheter. After the maverick 2 was pulled out of the guide catheter, a broken shaft was noticed. The guide catheter, guidewire, and the broken maverick 2 were removed completely and the procedure was completed. No patient complications were reported in relation to this event. Device evaluated by MFR: the device was returned for analysis: returned product consisted of the hub and proximal hypotube of a maverick 2 balloon catheter. The distal portion of the hypotube, shaft, balloon and tip were not returned. The hypotube was microscopically examined. The hypotube was completely separated 74.5cm from the hub. The hypotube fracture surface was ovaled and torn, which suggests the device was kinked prior to separation. There are numerous hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event.

Manufacturer narrative:
Correction: the statement: the outer shaft, inner shaft, balloon and tip were microscopically examined was removed from the analysis. Correction: added to method codes: analysis of production records. Added to evaluation results codes: deformation problem.

Event description:
It was reported that a shaft break occurred. The 80% stenosed target lesion was located in the calcified and moderately tortuous proximal ramus interventricularis anterior (riva). A 3.00 mm x 15 mm maverick 2 balloon was used to dilate the lesion. The maverick 2 was withdrawn into the guide catheter. After the maverick 2 was pulled out of the guide catheter, a broken shaft was noticed. The guide catheter, guidewire, and the broken maverick 2 were removed completely and the procedure was completed. No patient complications were reported in relation to this event. The device was returned for analysis. Returned product consisted of the hub and proximal hypotube of a maverick 2 balloon catheter. The distal portion of the hypotube, shaft, balloon and tip were not returned. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 74.5cm from the hub. The hypotube fracture surface was ovaled and torn, which suggests the device was kinked prior to separation. There are numerous hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities.